Event description:
Customer stated that device failed to alarm after pt disconnect and the visual led display was the only indicator of a loss of circuit pressure. Customer stated that this is an intermittant problem.